Event description:
The customer reported that their (B) (6) display monitor for the acuity central station was not working for an unknown reason. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events. The customer did not provide any patients information.

Manufacturer narrative:
Welch allyn sent out a letter to some customers dated may 1, 2009, indicating a medical device recall on certain serial number on acuity central station view monitors. We have notified the FDA of our intent to recall these monitors, but have not yet received a recall number in response from the FDA.